Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. They stated that the filter "exploded" while it was being primed and the set began to leak. They also stated that the set had not been clamped when this occurred mmdg followed up with the initial reporter who stated that they did not have any additional information about the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for investigation, the filter was found to be leaking. It appears to have not been assembled correctly by the supplier.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. They stated that the filter "exploded" while it was being primed and the set began to leak. They also stated that the set had not been clamped when this occurred mmdg followed up with the initial reporter who stated that they did not have any additional information about the complaint. (B)(4).